Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of cellulitis, edema, pain, skin irritation, hypersensitivity and inflammation: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine to the upper and lower vermillion borders, upper and lower perioral lines and softening as well as the nasolabial folds. Patient had minimal swelling after the injection. Eight weeks later, the patient developed hardened area through upper right perioral lines. The patient returned to the clinic and was reviewed by a physician and another nurse. On examination, the patient had mild oedema, mildly tender to touch, no erythema but was not obviously swollen. The patient had felt that the filler is moving into the lip, but was reassured that it was more than likely just swelling. Patient was treated with keflex. Two days later, the patient returned to the clinic again and felt that they were not improving and was getting worse. Patient took photos in the morning and it showed that the area was very swollen. There was slight hardness felt on the left upper perioral area where the product can be felt through the nasolabial folds which the patient noted they could not feel over past 8 weeks. It was also slightly tender to the touch with no redness and no heat. The healthcare professional questioned if there was cellulitis. Another physician was consulted via (B)(6) and the patient was prescribed ciprofloxacin. Patient contacted the healthcare professional the next day with photos that showed the upper lip looking less "angry/inflamed" and noted that the inflammation goes throughout the day. Patient wanted the periorals and nasolabial folds hyalased but was told that if there was an infection, that they should be on antibiotics for at least a week to improve the infection prior to treatment with hyalase. It was emphasized that the infection should be dealt with first, but the patient was did not believe it was an infection as they had no temperatures. The patient was disappointed with the treatment plan. Patient was eventually treated with hyaluronidase. Patient was reviewed by another doctor and on examination had no visible lumps and no erythema. On palpation, the patient had several non tender hard lumps that could be felt around the peri-oral area and nasolabial folds. There were no signs of inflammation or infection. It was the examining doctor's impression that the patient had an immunologic reaction to the product. Patient has been referred to a cosmetic surgeon and symptoms are ongoing.